Event description:
It was reported "PICC line leaking on push/pause flush at entry site during pre-chemotherapy administration checks. PICC removed." Drug details- obinutuzumab/bendamustine.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw1471 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refw1471) have been reported from the same facility in the (B)(6).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A permanent kink impression was observed at the 12cm depth marking. A longitudinally aligned split was observed at the corner of the kink impression. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the split site. The sample kinked preferentially at the site of the kink impression during manual manipulation. Microscopic inspection of the split revealed a dully granular fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The split features and permanent kink impression were consistent with damage caused by sharp kinking of the catheter shaft. The location of the damage suggested that catheter insertion, securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "PICC line leaking on push/pause flush at entry site during pre-chemotherapy administration checks. PICC removed." Drug details-obintuzumab/bendamustine additional information received: event occurred prior to use and there was no patient harm.

Event description:
It was reported "PICC line leaking on push/pause flush at entry site during pre-chemotherapy administration checks. PICC removed." Drug details-obintuzumab/bendamustine additional information received: event occurred prior to use and there was no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.